Manufacturer narrative:
The device was not returned for evaluation. It is unknown if testing was performed to confirm the complaint. The service records for visual-ice s/n (B)(4) were reviewed. This event was from (B)(6) 2018. The pm ((B)(4)) was due in jun 2018 and was past due by several months. There was a scheduled pm ((B)(4)) performed in dec 2018. Review of the pm report dated december 19, 2018 shows that all the testing passed. There was a second service performed in apr 2019 for an unrelated event. The service report dated april 17, 2019 shows that all the testing passed, which included testing the freezing and thawing. This event is being reported as the patient's treatment was cancelled and re-scheduled.

Event description:
During a cryotherapy case with 3 needles, one of the needles correctly iced during the first cycle, but not at the second (-50°c instead of -120°c). The physician ended the procedure and re-scheduled. The patient was under anesthesia. The device was not returned for investigation.